Event description:
It was reported this balloon ruptured following the first inflation during post dilatation of a stent in the subclavian artery. Difficulty was encountered during withdrawal of the balloon catheter through the introducer sheath. Exertion against resistance resulted in the balloon detaching and remaining in the introducer sheath. The introducer sheath and detached balloon material were removed from the patient successfully as a unit. The procedure was successfully completed with this device. No patient sequelae resulted from this event. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was returned in two sections. The break occurred at the edge of the proximal touch up. The distal catheter shaft including the balloon was returned in the introducer sheath. The balloon material is badly crumpled and a large amount of blood was noted inside the balloon. A lot search was performed and revealed no other complaints to date on this lot number. The engineering evaluation indicated this device displayed characteristics of exertion against resistance, a stretched catheter shaft. It was also indicated this device was being used to dilate a stent in the subclavian artery, which is a non-indicated use of this device. Company believes these factors contributed to this event and do not attribute it to the device.